Event description:
A 3.5mm diameter x 30mm length ave micro stent ii was inserted for treatment of a target lesion in the left anterior descending artery. The stent and delivery system were pulled back and the stent dislodged from the stent delivery system at the femoral sheath. The physician aspirated the stent into the sheath by applying negative pressure to the sideport of the sheath and removed the sheath and stent together from the pt. It is not known if the physician followed the instructions for removal of an undeployed stent. There was no "product complaint" from the physician, and there was no additional clinical sequelae reported relative to the event.